Manufacturer narrative:
The event date is approximate. The serial number and UDI were not provided. The consumer's contact address, phone number, and email were not provided. Foreign report source: the complaint was received from a consumer in (B)(6). The manufacture date could not be identified based on available information.

Event description:
A consumer reported that the accessory nozzle of their airfloss broke during use. The consumer indicated the seam to insert the nozzle "was blown out." No serious injuries were reported.

Manufacturer narrative:
E1: the consumer's contact phone number was provided and updated. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.